Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, 85% stenosed anatomy resulted in restricting the shaft lumens from moving freely; thus resulting in the reported difficult or delayed activation. As reported, after performed trouble shooting the stent was successfully deployed at the target lesion to complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 85% stenosed lesion in the left external iliac artery. Pre-dilatation was completed with a non-abbott shock wave balloon, and an 8x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion without issue. Once at the lesion, the thumbwheel was attempted to be turned but would not move. Trouble shooting was performed by locking and unlocking the device, after which the thumbwheel worked without issue and the stent was successfully deployed at the target lesion to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.